Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high and low blood glucose level. Customer¿s blood glucose level was 395 mg/dl. Customer treated with boluses for high blood glucose. The current blood glucose level is 48 mg/dl. Customer treated with food for low blood glucose. Troubleshooting was performed for high blood glucose. The product will not return for the analysis.